Manufacturer narrative:
Evaluation summary: results indicate the lab was not able to confirm the reported event. There are no further measures taken relative to this matter. Renal product surveillance, quality engineering, along with plant mfg. Will continue to monitor this product line.

Event description:
Baxter reports that povidone iodine leaked from the connection between a transfer set and a minicap. There was no pt injury or medical intervention associated with this incident.